Manufacturer narrative:
The product was returned for analysis and evaluation. A clinically used amiia 6.0x24mm sds was received. Crystallized inflation medium was observed inside the coaxial section. The stent was still correctly mounted on the balloon. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). Microscopic examination of the entire unit revealed no manufacturing related anomalies. Functional testing was performed by pressurizing the balloon with water. The balloon started to inflate at around 3 atmospheres (atm) and the stent started to deploy at approx 4 atm. A negative pressure was then applied to the balloon to deflate it. The balloon deflated immediately and without difficulty. No anomalies were observed. The reported inflation difficulty was not confirmed. No corrective action will be taken, as there are no indications that the complaint is related to the manufacturing process. It is not known if the indeflator that was used with attempt to inflate the balloon on the palmaz genesis amiia was successfully used with other devices. Based on the lack of available clinical information, no conclusion can be made regarding the specific root cause of the reported inability to inflate the balloon. However, because there was inflation difficulty with functional testing of the returned product, it appears that procedural factors, vessel characteristics, and/or concomitant devices contributed to the event. The event was not design or manufacturing related. This product is distributed outside the united states, but is similar to us distributed stent delivery systems.

Event description:
Report received indicated balloon of the palmaz genesis amiia would not inflate. The intended procedure was an angioplasty to the vertebral artery. When attempts were made to inflate the balloon, the balloon was unable to inflate and the stent was not expanded. The system was exchange for another stent delivery system (sds) of the same size and used successfully without adverse consequence to the patient. No additional information has been provided in response to request for vessel characteristics and procedural information.